Event description:
The manufacturer received information alleging a ventilator would not pass service testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During evaluation physical damage to the ac inlet was observed. The device's ac inlet connector was replaced to address the issue.